Event description:
It was reported that the patient experienced hyperglycemia while wearing the pod between 5 and 24 hours. The patient's blood glucose level reached 400 mg/dl. The patient experienced infusion site reactions, including redness, itching, swelling, and lump formation at the infusion site arm. The most severe reaction occurred after wear of a pod in early june 2026, resulting in swelling, redness, and itching, leading to pod removal. Medical assistance was sought on 09jun2026 via a telephone consultation with the patient's pediatrician. The patient was advised to continue applying advantan 0.1% (methylprednisolone aceponate) cream, which had previously been prescribed by a dermatologist. Additionally, it was reported leaking during wear was noted. Following use of the cream for approximately three days, the symptoms reportedly improved. A new pod was placed. No further information was provided.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed and the product lot met all acceptance criteria. Locked down smartphone: lockdownomnipod software app version: 3.1.6operating system: n5004l-am-q-mv01602-06-01.06hardware: n5004lcgm sensor type: dexcom g7please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.